Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Correction: report type. Correction: g3 - date received by manufacturer.

Event description:
It was reported that on (B)(6) 2025, during a replacement for normal eol generator, the lead was observed to have a severe kink. Lead was connected to the new ipg and patient programmed with effective therapy; however, impedances on contacts 1-8 remained high. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.